Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on jaws of harvesting cannula separated from the main body. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Rep stated the "jacket" is the insulation on the jaws.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The microscopic inspection determined that the silicone insulation on the cold jaw was partially peeled and torn away from the tip. The peeled silicon insulation was not returned. Based on the condition of the device as found, the reported complaint was confirmed for the reported failure "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on jaws of harvesting cannula separated from the main body. The hospital did not report any patient effects.